Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No . Is the current patient status known? No patient consequence, patient is fine. An sdh25a has been reported with this incident. Can you please explain how the ils circular stapler was involved with this event? The anastomosis of colon . Can you please explain how the stapler was stuck? Did the device lock-out (no staples deployed and no cut line started)? Lock-out . Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, was the device locked on tissue with the jaws closed? Lock-out . If so, did the jaws eventually open? Use another sdh

Event description:
It was reported that during an unknown procedure, the stapler was stuck.